Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Patient involved. No harm reported. Alarm during use has been reported. Iabp self-test indicated that compressor needed replacement. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that testing revealed electrical test failed (code 14), indicating a motor failure. It was reported that replacing motor resolved issue. The equipment has been delivered to user an is ready for clinical use.